Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that a wire going into the vibration box is now disconnected. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem has been confirmed. Upon receipt, the distribution node base was cracked and the rear therapy electrode cable was pulled from the distribution node case. The root cause of the damaged belt cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.